Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely calcified and mildly tortuous right popliteal artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to predilate the lesion and was initially inflated at 10 atmospheres. However, on the second inflation at 14 atmospheres for 30seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4.0x20 coyote nc mr balloon catheter. No patient complications were reported and the patient¿s status was good.